Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a videolaparoscopic inguinal herniorrhaphy procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, staples fired but they did not fix in the mesh. The staples were fired open and did not close. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch # (B)(4) met all finished goods release criteria.

Manufacturer narrative:
The device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.